Manufacturer narrative:
As reported, during implant of an sepramesh ip, the mesh was noted to be 'fractured'. No patient impact was reported. The subject device has not been returned for evaluation. Based on the limited information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 66 units released for distribution in december, 2021. Not returned.

Event description:
As reported, during an unknown procedure, when the surgeon attempted to implant the bard/davol sepramesh ip, it was noted to be 'fractured'. There was no reported patient injury.

Manufacturer narrative:
As reported, during implant of an sepramesh ip, the mesh was noted to be 'fractured'. No patient impact was reported. The subject device has not been returned for evaluation. Based on the limited information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 66 units released for distribution in december, 2021. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the additional information regarding the correct event date and event details. As reported, during implant of an sepramesh ip, the mesh had a "break", another unknown mesh was used to complete the procedure. There was no reported patient injury. Based on the information provided, no conclusion can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - mesh discarded

Event description:
As reported, during an unknown procedure, when the surgeon attempted to implant the the bard/davol sepramesh ip, it was noted to be 'fractured'. There was no reported patient injury. Addendum per additional information: as reported, during a laparoscopic procedure on (B)(4) 2022, when the surgeon attempted to implant the the bard/davol sepramesh ip, the mesh had a "break". As reported, the procedure was completed using an unknown mesh and there was delay in the procedure due to the product issue. There was no reported patient injury.